Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, elevated ketones/diabetic ketoacidosis and customer alleged insulin flow blocked. The customer reported blood glucose value of 350 mg/dl. The customer experienced symptoms like feeling sick, weak. The customer treated high blood glucose with insulin pen, by admitted to hospital. The event involved products mmt-1886. Troubleshooting was performed and the customer had been using the insulin pump within 48 hours of the reported event, and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. The products mmt-1886 will not be returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Based on a medical safety review, including clinical expertise, the customer's self-report, and carelink personal data, the relationship of the dka to the insulin pump remains unknown. Carelink data showed that after an infusion set change, glucose levels were initially within range but later increased to sustained hyperglycemia (>300 mg/dl) the following day. Multiple high glucose alerts were generated and acknowledged, and insulin was delivered through auto corrections and boluses. Later, insulin delivery was suspended by the user, followed by sensor removal and pump alarms. Relevant product labeling materials were reviewed, which document the primary harms associated with the device. Labeling instructions include: ¿if a bg reading is unexpectedly high during insulin infusion or if an occlusion alarm occurs, check the infusion set for clogs and leaks. If in doubt, change the infusion set in case the soft cannula is dislodged, crimped, or partially clogged.¿ relevant risk management files were also reviewed, in which the primary harms and their severity are adequately documented. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.